Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, with a brief sensor issue and signal loss noted, and the user entered a manual glucose reading before repairing. The user experienced a glucose peak of 330mg/dl without reported associated physical symptoms. Outcomes included restoration of sensor connectivity and a decrease in blood glucose after troubleshooting. User support included remote troubleshooting and user education on sensor pairing and connectivity steps. Investigation of this case revealed that the event was consistent with transient sensor communication or pairing disruption between the cgm and the ilet, resolved through reentry of the pairing code and device toggling, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.